Event description:
A review of the service data detected a reportable event. During servicing of monitor, which was returned for routine maintenance, it was discovered that monitor had both response buttons that would stick. The last pt to use the monitor did not report any problem with it.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The monitor was found to have both response button switches that would stick intermittently. The root cause of the response button failure is the metal dome staying in the collapsed convex shape rather than returning it its normal concave shape. The cause of the collapsed dome was determined to be delamination of the spacer layer within the switch. The response buttons were repaired, and the monitor was retested, and restocked. No adverse event resulted from the faulty response buttons.